Event description:
It was reported there was a problem during puncture that was unable to be repaired. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported there was a problem during puncture that was unable to be repaired. No other information was provided. Additional information received: "repair is not fixed in the catheter" means the part that connects the catheter was not fixed so the catheter was loose. Event invovled a 4fr groshong nxt clearvue. The reported event was detected during use, they requested a new kit to complete the procedure. No harm occurred to the patient or clinician and no intervention was needed. There was no exposure to blood or chemotherapy to mucous membranes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) review is not possible, as the manufacturing lot number provided by the complainant is invalid.

Event description:
It was reported there was a problem during puncture that was unable to be repaired. No other information was provided.